Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine it was observed that the small battery drive device was vibrating and sounded rough. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.